Manufacturer narrative:
Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Event description:
Cq technician notified cq service via airtable that the internal tubing of this device was suspect for contamination during an on-site inspection. The technician took pictures of the internal tubing, and sent them to cq for review. Cq director of operations and epidemiologist reviewed the pictures, and recommended that the device receive hpc testing to gain a quantitative analysis of water quality due to the discoloration present within the water pathway. This issue was identified on (B)(6) 2023, no patient involvement was reported. Test results for water quality were found to be outside of cardioquip specifications on (B)(6) 24.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing; (2) have the device receive an internal water pathway replacement; (3) or participate in cardioquip's trade in program. These options would return the device to specification and full functionality. These options were relayed to the customer via email on 1/15/24. As of the date of this report the customer has not responded to these options. A follow-up will be filed if any additional information is obtained.

Event description:
Cq technician notified cq service via airtable that the internal tubing of this device was suspect for contamination during an on-site inspection. The technician took pictures of the internal tubing, and sent them to cq for review. Cq director of operations and epidemiologist reviewed the pictures, and recommended that the device receive hpc testing to gain a quantitative analysis of water quality due to the discoloration present within the water pathway. This issue was identified on 12/05/2023, no patient involvement was reported. Test results for water quality were found to be outside of cardioquip specifications on (B)(6) 2024.